Manufacturer narrative:
Philips service replaced the collimator and diaphragm under warranty. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that intermittent failure of collimator shutters occurred during clinical use on a azurion 5m20. The clinical use of the system was in use. There was no reported patient or user harm.